Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: infection, granuloma, toxic reaction, rupture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5092817 that a female patient underwent an unknown breast implant implantation procedure with an unspecified gel mentor breast implant and suffered from bilateral rupture, bilateral granuloma, toxic reaction, wound infection. The patient experienced blood in chest cavity and an infection behind her chest wall. The infection was in her right breast and has travelled to the left cavity. The patient had the implants removed but after removal she started experiencing different symptoms such as fatigue, headache, joint pain, rashes, high fever, hair loss, weight gain, pneumonia, ganna globulin anemia. The patient then discovered that her right breast was red and hot to touch. The gel has gotten into her lymph nodes. The patient was diagnosed with silicone poisoning. As a result, the patient had undergone removal on (B)(6) 2012. This medwatch is for the right side.

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided to remove generalized illness codes and add autoimmune disorder codes bilaterally to more accurately capture the reported event.¿ also a statement was added by the clinician review: ¿she later experienced a list of systemic symptoms and was confirmed that gel/silicon in her a lymph node through testing. There was no definite evidence of extracapsular silicone rupture. However, she also was treated for pneumonia and hypogammaglobulinemia at the time of this report.¿ manufacturer¿s reference number: (B)(4).